Event description:
It was reported that when using the pyxis medstation es system bh-4cvb main half-height cubie drawer 4.1 failed to open. The customer stated that the user had to retrieve the medication from another station and contact a pharmacy for medication. The customer stated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 failed to open and was unable to recover. A field service engineer found that the rails were missing the metal balls and the drawer needed to be replaced to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.